Event description:
It was reported that the customer experienced low blood glucose levels of 40 mg/dl. The customer reported having issues with the sensor glucose readings being different from the blood glucose readings. The customer recorded a sensor glucose reading of 90 mg/dl when her actual blood glucose level was 40 mg/dl. Advised that the sensor glucose and blood glucose difference was not within an acceptable range. The customer explained that she would adjust her basal rates when she saw her doctor in a couple of weeks. The customer stated that she treated her low blood glucose with glucose tablets and orange juice. Advised customer of the threshold suspend feature on the insulin pump. The customer declined troubleshooting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.